Manufacturer narrative:
A.2. Age at the time of event/date of birth: this information has been requested and will be provided in a supplemental report. A.3. Gender: this information has been requested and will be provided in a supplemental report. A.4. Patient weight: this information has been requested and will be provided in a supplemental report. B.7. Other relevant history, including preexisting medical conditions: this information has been requested and will be provided in a supplemental report. D.10. Concomitant medical products and therapy dates: this information has been requested and will be provided in a supplemental report w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported through the aaa 24-01 tambe post approval study: on (B)(6) 2025, the patient underwent endovascular treatment of a thoracoabdominal aortic aneurysm using a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) device system. On the same day, right lower extremity ischemia was reported.

Event description:
The following information was reported through the aaa 24-01 tambe post approval study: on (B)(6) 2025, the patient underwent endovascular treatment of a thoracoabdominal aortic aneurysm using a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) device system. A ataa43720160a tambe aortic component, ceb231410a gore® excluder® iliac branch endoprosthesis iliac branch component, and two gore® excluder® aaa endoprosthesis contralateral leg components (plc141000 and plc141200) were implanted. A csf drain and intraoperative neurophysiological monitoring (mep/ssep) were utilized prophylactically during the procedure. On the same day, cholesterol emboli syndrome, acute kidney injury (aki), and right lower extremity ischemia were reported. The cholesterol emboli syndrome was noted as disease related. The aki was noted as not related to the device, procedure, or disease. The patient was taken back to the operating room for right common femoral artery thromboendarterectomy, right femoral artery interposition graft placement, and thrombectomy of the right femoropopliteal artery. The ischemia was noted as resolved on the same day. On (B)(6) 2025, the patient entered respiratory failure. It was noted that the respiratory failure required prolonged (>24 hour) mechanical ventilation or reintubation. The respiratory failure was noted as not related to the device, procedure, or disease. The patient was placed on continuous renal replacement therapy (new onset dialysis) for treatment of the aki on april 23, 2025. On (B)(6) 2025, the patient expired. The cause of death was noted as related to the respiratory failure and cholesterol emboli syndrome.

Manufacturer narrative:
A.2. Age at the time of event/date of birth: added. A.3. Sex: added. A.4. Patient weight: added. A.5. Ethnicity: added. A.6. Race: added. B.2. Outcomes attributed to adverse event: additional outcomes added. B.5. Event description: updated. B.7. Other relevant history, including preexisting medical conditions: added. D.10. Concomitant medical products and therapy dates: added. E.1. Initial reporter: added. E.3. Initial reporter occupation: added. H.1. Type of reportable event: updated. H.6. Health effect - clinical code: code e1305, e0742, and e0503 added. H.6. Health effect - impact code: code f12 updated to code f1901. H.6. Health effect - impact code: code f2301 and f02 added. H.6. Investigation findings for analysis of production records: code c21 updated to code c19. H.6. Investigation findings for analysis of production records: code c19 - the review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. H.6. Investigation conclusions: code d16 updated to code d1001. H.6. Investigation conclusions: code d12 added. According to the gore® excluder® thoracoabdominal branch endoprosthesis instructions for use, potential device and procedure-related adverse events and complications that may occur with the use of the gore® excluder® thoracoabdominal branch endoprosthesis, or in any endovascular repair procedure, which may or may not require intervention include, but are not limited to, renal complications (e.g., insufficiency, injury, failure), embolism (micro and macro) with transient or permanent ischemia, extremity ischemia, pulmonary complications (e.g. Respiratory failure), and death.